Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow during patient infusion. The device contained fluorouracil and saline (70ml) with a final volume of 200ml. After the expected infusion time of 46 hours, approximately 200 ml of the medication remained in the bladder. Upon inspection, no liquid was observed dripping from the flow restrictor. The device did not function even after application of the force priming technique. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 01 july and 3 july, 2025. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.